Manufacturer narrative:
The customer has indicated that the actual device used during the case was discarded and will not be returned for eval. Therefore, an engineering analysis of the subject device can not be performed. The lot number for the device is known and a review of the device history record did not detect any deficiencies in the mfg process. The medwatch report being submitted is considered to be the initial and follow-up 1 report. If any additional info is provided, an additional report will be submitted. The event has not been confirmed; the actual product was not returned for eval. Device discarded - not returned for eval.

Event description:
It has been reported to us that during the procedure, the occlusion balloon would not deflate when required. The physician inserted the occlusion balloon wire into the pt, and inflated the occlusion balloon to occlude the vessel. The physician inserted a pre-dilatation balloon and dilated the vessel. The physician also inserted an aspiration catheter, and aspirated the vessel. The physician attempted to deflate the occlusion balloon; however, the occlusion balloon would not deflate when required. The physician then used the method referenced in the instruction for use, and cut the occlusion balloon wire and deflated the occlusion balloon. The device was removed and replaced with another to complete the case. The pt is reported to be fine. The actual device used during the case was discarded and will not be returned for eval.